Manufacturer narrative:
Concomitant medical products: 995ms21 tissue valve, implanted: (B)(6) 2016; 638bl28 heart band, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased fatigue. The implantable pulse generator (ipg) was reprogrammed. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.